Event description:
It was reported that bd IV extension set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that crack during infusion. Plastic piece at end that connects to IV tubing is cracking during infusion, blood goes everywhere.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# dyndtc5081 and lot# 23125033 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.